Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported via nbir the following: left side removal due to " capsular contracture; baker grade:4, correction of asymmetry, change shape/size/style ". Device has been explanted.